Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 151- 240 mg/dl. The customer was able to change pump supplies and resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.